Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoughly inspected and analyzed. The lead was returned with the helix extended. The helix was bent and tissue was noted in helix area. The lead was determined to be electrically continuous. An x-ray was performed which did not reveal any fractures.

Event description:
Boston scientific received information that this lead was explanted after dislodging. The patient was seen for a revision procedure where tissue was noted in the helix. The lead was not attempted to be repositioned. The lead was explanted and replaced. There were no additional adverse patient effects reported.